Event description:
Pt admitted for left ureterocele repair. This was completed with the bugbee electrode (through the ped. Cystoscope), pt discharged and returned 240 later with pain and up wbc, retained urine, signs of peritonitis. Pt transferred to hosp in 2002. There they determined that the tip of the bugbee had broken off and was imbedded in the bladder wall. Pt required open surgery to retrieve the tip. Pt then had uneventful recovery.